Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator was found in backup mode. It could not be interrogated via radio frequency(rf) as a result. The device was restored successfully. There were no patient consequences.